Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The doctor reported that the customer was in and out of hospital due to low and high blood glucose. The doctor wanted to know how long was the customer had the insulin pump and who assigned it for her. Doctor stated customer had seizure possibly due to low blood glucose. The doctor stated the low blood glucose maybe cause by over bolusing. The customer was treated in intensive care unit. No blood glucose reading provided. Troubleshooting was done. Customer was wearing the insulin pump while in the hospital. The doctor stated that he does not feel the customer fit to use the insulin pump. No further information provided.